Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on an unknown date. According to the complainant, the patient experienced pain and disability. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The implant date of the advantage device is unknown; however it must have been after the manufacture date of (B)(4) 2008. Therefore, the implant dates listed in "other relevant history" refer to previously implanted devices, including the ams products.